Event description:
It was reported the circumstances that led to the trouble charging the implant was a change to the device programming. No steps were taken to resolve the issue. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745, lot# serial# (B)(6), product type: programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was patient said they have been having trouble charging the implant. Patient said they will get the implant to 40% and then they have to take the recharger off and put it back on to get it to 40% and that they are seeing seeing m04 code. Patient said the implant is not in the same spot as it was before. Patient service specialist asked patient to inspect the recharger and controller for damage and patient said there is no damage to the equipment and that the recharger was recently replaced. Patient plugged the controller into the ac power supply without the battery and reported the screen came on. Patient put the battery back into the controller and confirmed the screen was flashing green. Patient then started a charging session of the implant and was able to start charging with excellent quality. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.